Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate in the device. A technical support specialist (tss) stated that the issue was time-sensitive because the affected user¿s login behavior was intermittent and dependent on specific conditions. The tss stated that the user¿s login is rejected in pyxis when the identity server (ids) detects an account lockout time stamp on the account. Ids currently evaluates lockout status using this time stamp, which is incorrect because active directory¿s automatic unlock only updates the locked out flag and does not clear the account lockout value. To confirm this in real , it can run the command which show the account as locked out as false but still display a past time stamp under account lockout . Pyxis interprets this as a lockout because intrusion detection system (ids) includes the time stamp in its evaluation. This behavior is driven by ids configuration. Pyxis relies on the validation response from ids and cannot override it. To resolve this, ids should be configured to rely solely on the lockedoutflag rather than the default logic that includes account lockout . The tss stated some workarounds, which include having it manually unlock the user¿s account or clear the account lockout value, ensuring account expiration is set to 0 for affected accounts, and if it is unavailable, the user can log in to a non-pyxis device first, then return to pyxis. This resets the time stamp and allows normal login. The tss stated the long-term solution is to update ids to evaluate only the lockedoutflag. Furthermore, this issue was addressed in a successive release of pyxis. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to authenticate on the device. The customer stated that they had tried on another station, and the user was not locked in active directory and was able to log into logistics and the pyxis es server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.